Event description:
The circulator plugged the arthrowand into the arthrocare machine and the settings that usually display did not illuminate. The screen was blank. This device was handed off and a new one was opened and the case proceeded without further incident.